Event description:
One of our patient's went to sit on the exam table and he placed his left hand finger underneath the cushion and quickly sat down. At that time the tip of his middle finger sliced off. The distal tip was on the floor. The bumpers under the seat cushion to separate from the base of exam table were missing.